Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to inspect various parts of the pump, such as the cartridge o-ring and pneumatic tap area, and to clean it with an alcohol wipe or lint-free cloth. The customer was then instructed to reattach the cartridge securely and complete the load process according to the on-screen instructions. These steps allowed the customer to successfully load the cartridge and resume insulin delivery.